Manufacturer narrative:
. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv), and left ventricular (lv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics visisheath, the ra lead was removed successfully. Switching to the rv lead with the glidelight device, there was some difficulty freeing the lead. While holding traction with the lld, an effusion was detected, and rescue efforts began, including a rescue balloon, pericardiocentesis, and thoracotomy. An rv perforation was discovered, repaired, and the rv lead was removed post-thoracotomy (MDR #3007284006-2025-00193). Then, when removing the glidelight device, a superior vena cava (svc)/innominate junction perforation presented itself, and was repaired after extensive efforts (MDR #3007284006-2025-00194). The decision was made to abandon the procedure, and the remaining lv lead, along with the lld ez, was cut/capped and remained in the patient (MDR # .). There was no attempt made to unlock the lld ez. The patient survived the procedure; however, a few days later, life support was withdrawn, and the patient expired (MDR #3007284006-2025-00194). This report captures the lld ez within the lv lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.